Event description:
Info received indicates that after releasing the hi/low down switch, the bed continues to lower.

Manufacturer narrative:
The facility has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.